Event description:
It was reported that customer experienced recurring cartridge alarms on pump, including recently reported tandem mobi cartridge alarm confirmed as cartridge alarm 30, which did not occur during cartridge loading. There was no adverse impact to the customer¿s blood glucose level. Customer continued to use current pump with plan to use alternate insulin method if needed, and technical support arranged replacement pump under warranty with updated software, provided instructions for placing old pump in storage mode and returning it within 10 days, and advised customer to reprogram pump settings and reconnect continuous glucose monitor on receipt of replacement.